Event description:
During verification testing at the service center, the device visually alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code, and no audible alarm tone was noted.

Manufacturer narrative:
During testing at power up, the device visually alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. Further testing found the device did not sound an audible alarm tone during an alarm condition. This was due to unseated connectors between the middle and bottom printed circuit boards. The cause of the unseated connectors was the design of the connectors. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.